Event description:
Implant broke. Pt is reported to be doing fine.

Manufacturer narrative:
Technical discussion with the surgeon determined that the fusion occurred and the pt is doing fine. The root cause of this event is unk. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.